Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead had a latitude yellow alert for a high out of range pacing impedance measurement, greater than 2000 ohms. A review of the measurements indicated that there had been 5 days of >2000 ohms impedance measurements since the implant procedure, which was approximately 4 months ago. Pacing thresholds measurements and sensing were normal. Pocket manipulations and isometrics were performed, however, no noise could be generated. A boston scientific crm technical services consultant discussed that since there was no noise on the lead and all other measurements were stable and in range, they could consider monitoring for now. However, an intermittent connection issue could not be ruled out. To date, there have been no adverse patient effects reported. Additional information received indicated the previously reported impedances issue was on the right atrial (ra) lead and not the right ventricular (rv) lead. The ra lead is another manufacturer's. A revision procedure was performed to resolve the issue. The physician could see the terminal pin past the connector block and pulled on the lead to verify the lead was properly connected. The terminal pin was removed from the header and tested using a pacing system analyzer (psa). All impedance measurements through the psa were within normal limits. The terminal pin was then reconnected to the device header and impedance measurements were 400 ohms. Pacing threshold measurements were normal. Technical services (ts) discussed this was likely a set screw issue. There was also some fine artifact noted on the ra channel but was not oversensed. The physician decided to explant the device. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the memory log verified the device recorded numerous open ra lead impedance measurements while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The atrial and ventricular setscrews were removed from the terminal blocks. A microscopic visual inspection of the setscrew and terminal block found no indications of cross threading. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.